Event description:
It was reported that the pump was not charging despite receipt of a new charger, and after the user removed an unspecified item from the pump and reseated it on the charger, the pump began charging as expected. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed normal device function once the obstruction was removed and proper charging contact was established. No symptoms and no change in blood glucose reported. Outcomes included no alarms and no need for medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that user handling contributed to the charging issue.